Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 455 mg/dl. Troubleshooting found that the infusion set fell off and pulled out the cannula from her body. The customer declined troubleshooting of their high blood glucose. No further details given.